Manufacturer narrative:
E1- address- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited screen noise and no display. The event occurred during set up. There were no reports of patient involvement.